Event description:
Report 1 of 2. It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes exhibited hemolysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 200 retained samples, 100 from each lot number, were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4100736, for the indicated failure mode: hemolysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, an unspecified number of tubes exhibited hemolysis. No adverse impact was reported regarding the patient or user.